Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® lithium heparinn (lh) blood collection tubes experienced whole tube push off non-patient end of needle. This event occurred 500 times. The following information was provided by the initial reporter: translated to english. The customer stated: "when using the tube, during use, it was found that about 500 ea tubes has a push off issue."